Manufacturer narrative:
(B)(4). The sample is not available as it had been discarded.

Event description:
A customer contacted baxter's technical service center regarding an overprime on the homechoice (hc) during prime. The home patient (hp) stated some excess fluid came from under the vented patient line pull ring. The hp had a small supply bag on top of the heater bag during prime. The technical service representative (tsr) explained the proper set up during prime and that if he wishes to lay a small supply bag on the heater bag it should be done after the prime. The tsr instructed the hp to restart with fresh supplies and then aseptically connect and start tonight's therapy. Product surveillance followed up (B)(4) 2010 and spoke with the caregiver (cg) who reported the cassette is not available and the lot number is unknown. The patient did resume therapy that day. No patient injury or medical intervention was reported.